Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00107; 3005168196-2017-00295; 3005168196-2017-00296; 3005168196-2017-00297. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician advanced two other manufacturers'' microcatheter into the patient and then placed three non-penumbra coils. While attempting to advance a smart coil through the non-penumbra microcatheter, the physician encountered resistance around the hub and inside the microcatheter. The physician then removed the smart coil, rinsed it with saline and made another attempt to advance it through the microcatheter. However, the smart coil was unable to advance through the microcatheter. Therefore, the physician removed the smart coil and completed the procedure using the same non-penumbra microcatheters, new smart coils and other non-penumbra coils. It should be noted that the physician used another manufacturer's rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient. Additional clarification was received on 02/03/2017 indicating that during the same procedure, the physician encountered resistance while advancing four of the smart coils out of their introducer sheaths and through the same microcatheter. However, the four smart coils were able to be deployed and detached into the target vessel.